Manufacturer narrative:
(B)(4). A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy with a homechoice (hc) device, experienced two hernias. It was reported that the hernias were not pre-existing prior to the pt starting pd therapy. The hernias were located on the left and to the right of the umbilical area. It was reported that the hernias worsened with pd therapy. On an unreported date, the pt underwent surgery to repair both hernias. At the time of this report, the pt was doing better and was recovering from the hernia event. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.